Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic was broken in the distal tip. Damage was observed which is consistent with insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated against the lens. Information was provided that in the surgeon's opinion, what caused or contributed to the event was the posterior lens capsule was not intact. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the patient's experienced a capsule rupture due to not being intact. The lens was removed, a vitrectomy was performed and another iol model was used to complete the procedure.